Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got moisture damage. The customer's blood glucose was 200-225 mg/dl. The customer stated that they went on a dive into the ocean with the insulin pump and display went blank immediately after pump exposure to moisture. The customer put a fresh battery in and it just vibrates. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. No audio/vibrate anomaly noted.